Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station's disconnect icon had appeared on the screen. A field service engineer had logged into the desktop and verified that the station was connected and was using dynamic host configuration protocol (dhcp). The customer had a net gate virtual private network router connected. The field service engineer had advised the customer to reach out to net gate and their information technology department to verify the connection. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was on disconnected mode. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.